Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the needle and suture falls off during use, so that it cannot be operated smoothly, need to connect by customer ownself. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please confirm if the issue of "needle and suture fall off" happened in 101 products? Not all of them but many with the same lot no. When was the needle and suture fall off (in the package, during removal from package, during handling or during use on the patient)? Please specify. During suturing the skin on patient. What do you mean by "need to connect by customer ownself"? Please provide more details. They have the needle without the wire. Thus they can assemble the wire without the needle with this needle to suture. Was there any adverse consequence associated with the patient? No, but increase the inconvenience for the doctors and difficulties to do the suturing. Device return status: just got the intact rest, but the complaint product itself the clinic doctors discarded. Did the event occur during one or multiple patient procedures? No information but many sutures in the procedure break thus consider the same lot problem. What is the total number of procedures? Customer didn¿t mentioned. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 5/31/2022. H6 component code: g07002 no device problem found. H3 investigational summary: three sealed boxes with thirty-six packets ea. Of product code, j433h were returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packet. As per the sampling plan, visual inspection was performed on thirty-two samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issues related to no defects observed during evaluation. Functional test was performed, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch it should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.